Manufacturer narrative:
The complaint of disconnection / loose connection on item b9733 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) for lot#5643723 was reviewed and no non conformities were found that would have led the reported complaint. Additional contact information: (B)(4).

Event description:
The event involved a 80" (203 cm) y-type 150 ml burette set (microclave®, shut-off) w/3-way stopcock, clave®, graduated adapter, rotating luer, 1 ext where a wet contamination during peritoneal dialysis (pd) was reported. A disconnection of pd setup from drainage bag at the orange flexible connector. There was patient involvement but no harm.